Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "the needle hub was loose and it could not fi(t) the holder."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose hub - collar connection with the incident lot was not observed. The photo shows a bd eclipse device with the non-patient shield detached. No evidence of a loose hub could be seen in the photo. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to loose hub - collar connection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose hub - collar connection. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "the needle hub was loose and it could not fi(t) the holder."